Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a software error detected alarm and a the motor arm cannot communicate with the main arm error. They reported that there was a software error once before nearly a year ago. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No software error detected or the motor arm cannot communicate with the main arm noted during testing. Software error detected and the motor arm cannot communicate with the main arm found in the insulin pump history due to software error.